Event description:
It was reported that the ventricular lead impedance is less than 200 ohms. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the return and subsequent analysis of the complete pacing lead, we are unable to fully evaluate the reported event.